Event description:
It was reported by the patient that when working out they are tired, gets a headache and is ¿out of air¿. Additionally, when working out they see their heart rate is 120 beats per minute (bpm) and then a minute later it will be at 90 bpm. They are concerned that the device is not responding correctly when they are working out. The device remains in us. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.